Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 533 mg/dl. The customer also reported that she has been getting multiple no delivery alarms, and feels that it is because of her insertion sites. The customer was unable to troubleshoot at the time of the call and stated that she would be calling back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.